Event description:
It was reported that the right atrial (ra) lead had perforated after it was implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Helix extends, retracts and measures within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.